Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels below 30 mg/dl. The customers current blood glucose level was 112 mg/dl at the time. Customer has stated he passed out, but was treating the case by drinking orange juice. Customer stated he made some changes to the sensitivity rate and has been getting lows for a few months. Customer also noted the device was worn around an MRI. Customer was advised to disconnect from the device and reservoir, as well as to contact the healthcare provider about the causes of low blood sugar. Customer was advised a replacement insulin pump will be shipped and to monitor his blood glucose levels throughout the day. Nothing was returned or shipped.